Event description:
It has been reported that the bd¿ 24g x 0.75in (0.7 x 19 mm) insyte autoguard has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported that catheter hub cracks when needle retraction button is pressed, causing blood flash in the hub to ooze out. Description: when activating needle safety there was an excessive amount of blood that was present. Thought the plastic housing was cracked. What happens : once the catheter /needle is positioned in the vein ,the release button is pressed to retract the needle, the needle retracts into the plastic needle containment hub, but the hub cracks, which causes the blood flash in the hub to ooze out of the back of the hub.

Manufacturer narrative:
Investigation summary: received one used 24ga bd insyte autoguard IV catheter unit within an opened package from lot 9113876. The unit consisted of the needle/hub assembly that was fully retracted inside the safety shield (barrel) and had extreme traces of dried media present. The package revealed a tear at the top web (label), revealing that the package was opened by inducing force to the unit. The remainder of the unit was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual evaluation: the unit shown to have no anomalies or damage (i.e. Cracks, mismolds, etc.) To the hub or any other part of the unit (needle portion). The porous plug was in the correct position and without damage and did not demonstrate to have any evidence that the media (blood) escaped out of the end. Therefore the reported defect was not observed. Based on the observation of the returned unit, the reported defect of adapter / connector defective / damaged was not identified or confirmed, as there no damage observed to the retuned unit (portion). It is inconclusive how the media surfaced near the button/grip area of the unit, as there was no physical/mechanical evidence to confirm a definite relation of the media in this location to the manufacturing process. Conclusion(s): relationship of device to the reported incident: not determined ¿ the root cause cannot be determined for an unconfirmed defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ 24g x 0.75in (0.7 x 19 mm) insyte autoguard has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported that catheter hub cracks when needle retraction button is pressed, causing blood flash in the hub to ooze out. Description: when activating needle safety there was an excessive amount of blood that was present. Thought the plastic housing was cracked. What happens : once the catheter /needle is positioned in the vein ,the release button is pressed to retract the needle, the needle retracts into the plastic needle containment hub, but the hub cracks, which causes the blood flash in the hub to ooze out of the back of the hub.